Event description:
Patient with severe glaucoma underwent omni procedure, post-op day 1 iop was 9mmhg and week 1 the iop was 6mmhg. Steroid was stopped after the first week. Upon physician follow-up at 2 weeks post-op, patient presented with high iop that necessitated medical intervention and the patient's iop is being monitored on a weekly bassis.